Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Visual inspection noted that the grommet was damaged, however this did not impact the electrical performance of the device. It is not known when the grommet damage occurred.

Event description:
It was reported the device was explanted and replaced due to high impedances and high thresholds. Additional information provided by the health care professional indicated there was a loss of capture three-days post implant. The patient presented to the hospital with complete heart block and a heart rate of 40 bpm. No further patient complications were reported as a result of this event.